Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the newly placed right atrial (ra) lead exhibited under-sensing and all p waves could not be sensed. The ra lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of sensing issue and p-wave amp variation were not confirmed. As received, a complete lead was returned in one piece with all tines were noted intact and undamaged. Final analysis did not find any anomalies.